Manufacturer narrative:
A returned product evaluation confirmed that the turnpike lp was severely damaged and the single coil over braided section was exposed through the outer polymer layer. The tungsten distal tip of the catheter had a small piece missing that was not returned with the catheter. The additional information provided states there was nothing left inside the patient. The damage found is consistent with over torqueing the catheter against resistance. The most likely root cause for the failure is damage during use.

Event description:
During a retrograde procedure, the tip of micro catheter was kinked, the junction between tapered and non-tapered part got "decoiled'. It was impossible to retrieve the wire. The physician has assumed that the junction between tapered and not tapered microcatheter shaft was decoiled because he was not able to pull back only the guidewire. During surgical intervention, the operator was able to pull back the micro-catheter and wire together, without injury to septal collaterals. The procedure was concluded with success.